Event description:
It was reported to philips that the customer performed at op check and the device indicated an ECG failure when the ECG cable was not attached. There was no reported patient involvement/adverse patient impact.